Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/23/2011.

Event description:
The customer reports a fault with allura equipment. It sends an error message and the fluoroscopy is not enabled.